Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous vessel of the left forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).